Event description:
A dialysis facility reported that there was excessive fluid removal from 2 pts during dialysis treatments. The second pt experienced hypotension one hour into the dialysis treatment. She was weighed and had lost 2 kg. The machine had indicated that 869 ml was removed. The pt was given a total of 1500 ml of saline and treatment was continued on another machine. She was close to target weight and was stable post treatment. There was no serious injury or illness.